Event description:
The reporter stated the surgeon had difficulty loading a 12.6mm micl 12.6 implantable collamer lens but after trying a couple of times to load the lens, the lens was inserted. The surgeon wasn't sure if the lens had been damaged, so he removed the lens with no patient injury and the backup lens was implanted with no problem. The reporter stated the event was due to a learning error.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient; (difficulty loading). Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. (B)(4).